Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called tech services stating that when you touch the joystick it goes in reverse and will not stop until she turns the joystick off.